Event description:
Patient alleges failure of a interceptre laparoscopic grasper used during a laparoscopic incisional hernia repair procedure performed on (B)(6), 2010 . The surgeon is unsure if the missing small metal piece of the instrument had fallen inside patient's abdomen.

Manufacturer narrative:
Device is being evaluated by (B)(4). Report furnished by (B)(4) confirmed two dual action links are missing from the device. Device showed nominal wear. (B)(4).